Event description:
On (B)(6) 2013 it was reported that the patient underwent prophylactic generator replacement surgery. The explanted generator could not be returned for product analysis as it was discarded by the hospital.

Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient's battery was found to be low and was adjusted at the visit. The patient states she had one major seizure about two weeks ago and has become sleepy since her seizure. The patient states she did not have such big seizures for a while. Follow up with the physician found that the seizure referenced was a secondary generalized seizure. The patient had this seizure on (B)(6) 2013, but has not had this seizure type in over a year. System diagnostics from (B)(6) 2013 are all normal and ifi = no; however, the physician states that the change in seizure pattern could be related to a low battery. Nothing else triggered the event. No programming changes, medication changes, or other external factors preceded the onset of the event. The patient is being referred for a generator replacement prophylactically. It was noted that the patient has done remarkably better since implanted with vns. Although surgery is likely, it has not occurred to date.